Event description:
A consumer implanted for non-malignant pain reported on the morning of (B)(6) 2016 they were getting an informational power on reset (por) message. It was unknown if the por was related to an over discharge event, but there was no recent medical testing or emi exposure. The patient programmer (pp) was used to clear the por message and therapy was turned back on to an adequate setting. The consumer was then assisted to bypass the informational por message on the recharger allowing them to charge with coupling bars and the implantable neurostimulator (ins) being 50% charged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.